Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed failed battery test and had a blank display. Customer's blood glucose was 120mg/dl. After troubleshooting the pump did not alarm failed battery test. Agreed to send a battery replacement cap.